Manufacturer narrative:
G4: premarket/510(k) #: k111295, k162350. Device evaluated by MFR. The coyote device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damage. Microscopic examination revealed a pinhole 38mm from the tip. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that balloon failed to inflate. The target lesion was located in a severely calcified anterior tibial artery. A 3.0 mm x 150 mm x 150 cm coyote balloon catheter was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon catheter was not fully expanded well. The procedure was completed with this device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole.